Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the barrel of the 1 ml allergist tray with bd safetyglide¿ permanently attached needle, had ¿extra space¿ and allowed the user to overdraw serum. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: as per manufacturing, a review of the device history record was completed for batch # 7072570. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of other with lot #7072570 regarding item #305950. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Conclusion: the root cause for the reported failure is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time.